Event description:
It was reported that the right ventricular lead exhibited noise which was repoducible in both sensing configurations with arm positioning. The patient experienced a severe fall prior to follow-up. Exploratory surgery was performed and lead testing via a pacemaker system analyzer (psa) revealed consistent numbers. The physician elected not to replace the lead and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.